Event description:
Add'l info rec'd from MFR 9/2/03: as requested the following is a response to the request for any evaluation of other info used by firm to determine whether the events described in the medical device report (voluntary report reference number mw1028928) are or are not attributable to the device. Pursuant to 21 cfr 803.24 neither the filing of this medical device report nor the info contained herein shall be construed as an admission or acknowledgement that the info submitted to integra lifesciences holding corporation is valid or that the device caused or contributed in any way to a death or serious injury.

Event description:
Sharp nerve hook broke during procedure. Both pieces found. No injury to pt. Follow up: item removed from service and was not retained--it was discarded as it can't be repaired. Point was very thin and can only provide so much retraction before being stressed beyond capacity.